Manufacturer narrative:
Further information was received indicating this event is a duplicate and reported in manufacturer reference number 1627487-2023-02214. Further reporting will be done under that manufacturer reference number.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to increase stimulation, the strength of therapy decreased on its own due to high impedances. Reprogramming was not possible. As such, surgical intervention may take place at a later date to address the issue.